Event description:
Patient is a 78-year-old male. Presented to the emergency department on (B)(6) 2023 for sob and chest pain. Per patient's medical record, has a history of stomach ca and cad. Patient was placed on hfnc on (B)(6) 2023 for increasing sob, 40lpm, 100% fio2. On (B)(6) 2023 ~0600, patient notified nursing staff and rt that vapotherm machine shut off while patient was using machine. Vapotherm was replaced with new machine and patient was placed back on previous settings with no complications. Vapotherm machine was tagged, removed from service, and brought to biomed for investigation. Patient remains in stable condition spo2 92%, hr 59, rr 16.